Event description:
During an internal programming history database review a new onset date for high impedance was discovered. No other relevant information has been received to date.

Event description:
Later, it was reported that the patient underwent a full revision. The suspect product will not be returned, however the generator will be returned. No other relevant information has been received to date.

Event description:
It was reported that the patient was referred for a full revision due to a lead break. No other information was provided. Later it was noted that high impedance was confirmed to have been seen. X-rays were taken in which no obvious anomalies were seen. These x-rays were not provided to the manufacturer. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.